Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that failure to capture and failure to sense were observed. Cxr reveals lead dislodgement and lead perforation was also noted. The lead was explanted. The patient was stable and recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found. A lead tip stiffness test was performed and the results were within specification.